Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with cracked case (battery tube). (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was damaged and water was exposed. Customer stated that the reservoir and insulin pump does not show signs of damage. Customer reported that the type of moisture exposure was bath water. Customer stated the insulin pump was not dropped. Customer stated there was cracks in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.